Event description:
Baxter (B)(4) received a report that a 2 ml/hr folfusor overinfused during patient use. The total fill volume was infused over the course of 20 hours rather than 48 hours. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. The lot number was not provided. Therefore, a batch review could not be conducted.